Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2367 (resume error, critical error found) alarm. The patient was connected at the time of the alarm. This occurred during dwell one of four in peritoneal dialysis therapy. The technical service representative had the home patient close clamps and cycle power. The technical service representative reviewed alarm log and found that no other system errors or alarms occurred tonight. The technical service representative explained to the home patient that the homechoice has ended therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.